Event description:
It was reported that this right ventricular septum (rv) accessory was part of the system revision due to infection. No adverse patient effects were reported. The rv septum accessory remains implanted.